Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0314149v, implanted: 2003-(B)(6), product type: lead. Product ID: 3487a-33, lot# j0309626v, implanted: 2003-(B)(6), product type: lead. Product ID: 748951, serial# (B)(4), implanted: 2003-(B)(6), product type: extension. Product ID: 748951, serial# (B)(4), implanted: 2003-(B)(6), product type: extension. Product ID: 74002, lot# n218835, implanted: 2010-(B)(6), product type: adapter. (B)(4).

Event description:
It was reported that the stimulation device was moved for the same reason as their current implantable neurostimulator (ins) [reference manufacturing report #3004209178-2015-07524 for current ins]. It was moved because a couple of the wires got loose and it was painful where the implant was, so they moved the implant up higher. This happened in 2012. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.